Manufacturer narrative:
(B)(4). The device will not be returned for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a pta (percutaneous transluminal angioplasty) procedure and during use of a 5mm saber balloon catheter, it was reported that the balloon ruptured during its initial dilatation. Therefore, it was removed from the patient and a new balloon of the same size was used instead to successfully complete the procedure. There was no report of patient injury. The target lesion was the superficial femoral artery. The rate of stenosis was unknown. An approach was made from the femoral artery. After the lesion was crossed with a guidewire, the saber balloon was delivered to and inflated at the lesion, however, it ruptured during its initial dilatation. The product was clinically used. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure and during use of a 5mm saber balloon catheter (bc), it was reported that the balloon ruptured during its initial dilatation. Therefore, it was removed from the patient and a new balloon of the same size was used instead to successfully complete the procedure. There was no report of patient injury. The target lesion was the superficial femoral artery. The rate of stenosis was unknown. An approach was made from the femoral artery. After the lesion was crossed with a guidewire, the saber balloon was delivered to and inflated at the lesion; however, it ruptured during its initial dilatation. The product was stored, handled, and prepped according to the IFU (instructions for use). Kinks or other damages were not noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown what size/brand guidewire was used. The maximum inflation pressure was nominal pressure. It was unknown what contrast media was used. The contrast to saline ratio was 50:50. It was unknown what type and brand of inflation device was used. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter was removed easily and intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17127780 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.